Event description:
It was reported that the technician loaded the three (3) piece intraocular lens (iol) and the front haptic bent. The lens was inserted/implanted and then was cut into pieces to remove it from the patient's eye. The incision was enlarged and a new lens implanted. No patient injury was reported.

Manufacturer narrative:
A review of the manufacturing records showed that all process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer report was generated. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to our quality assurance laboratory for inspection. A visual inspection noted that the lens had one (1) broken haptic, a torn optic, and one missing haptic. The lens appeared to have evidence of blood and viscoelastic. Placeholder.